Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll distributor reported that a (B)(6) patient was treated and passed away on (B)(6) 2014. Ventricular tachycardia (vt) was detected at 18:26:49 (148 bpm) and 18:27:30 (130 bpm). No treatment was delivered during the runs of vt because the rate was not sustained above the prescribed rate threshold (150 bpm). A treatment was delivered at 18:30:20 during bradycardia. Oversensing of small cardiac signal contributed to the false detection. Vt (141 bpm), degrading to vf with varying amplitude, was detected at 18:32:34. Detection stopped at 18:34:47 due to the rate being below the prescribed threshold. The electrode belt was disconnected at 20:40:17 and the patient subsequently passed away.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) was completed. As received, the monitor was functional and able to detect and treat. Electrode belt sn: (B)(4) was not returned for investigation. Device manufacture date: monitor (B)(4). Electrode belt: (B)(4): 05/2010.